Event description:
The patient presented at the hospital with chest pain and worsening dyspnea on exertion. When evaluated, the patient appeared to be in acute respiratory distress and was transferred to critical care unit to be intubated for worsening hypoxemic respiratory failure. Intravenous nitrous oxide and dobutamine were added, and central and arterial lines were emergently placed at bedside. The patient required multiple vasopressors including giapreza (angiotensin ii), epinephrine, levophed (norepinephrine bitartrate), and vasopressin. The patient remained hypotensive despite the 4 vasopressors and dobutamine. The pump flow was withing normal range with normal ventricular assist device (vad) hum on auscultation. The patient developed multiorgan failure despite support. The patient's family decided to transition to comfort care. The death was not device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome, the patient passed away. The cause was unknown. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.